Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4). The dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant was performed.